Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pockets were not detecting. The field service engineer (fse) inspected and reorganized the bus cable, then removed the rear cover of the main drawer to check and reseat the connections. A diagnostic test was run, and the issue was resolved. The customer verified and confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer pockets were not detected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.